Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined that the depleted battery was due to use/user error. A service history review revealed no previous service events were related to the reported condition. However, the battery and battery harness were previously replaced. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a damaged battery was confirmed and reproduced. The assignable cause was determined to be depleted batteries. The main batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.